Event description:
It was reported that a home patient experienced an issue connecting the minicap during peritoneal dialysis therapy. The technical services representative assisted the patient with troubleshooting and recommended the patient start over with new supplies. The patient stated they would end therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.